Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign objects in the air/water tube/cylinder, the additional evaluation findings are as follows: scope body had a crack; due to damage on upward/downward angulation control knob water tightness was lost; due to deformation of angle shaft, right/left knob did not move smoothly; air/water cylinder had no color; suction cylinder had no color; due to clogging of nozzle water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; plastic distal end cover had a crack; adhesive on bending section cover had a crack; and the universal cord had a wrinkle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to breakage of ud angulation control knob. The foreign material could not be identify. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope's adhesive appeared worn out. There was no patient harm reported to olympus. The device was returned for evaluation and the evaluation found that the air/water tube/cylinder had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.